Event description:
On 10/19/2010, our affiliate in (B)(4) reported that an optician was returning product for eval from a pt who was seen with a corneal infection. The pt was referred to moorfields eye hosp for outpatient treatment. The treating doctor has implicated the contact lens saying it "had abraded his/her eye." The physician alleged "poor fit." The optician had seen the pt a few days before and stated "the fit was fine." The pt was recently switched from acuvue oasys to acuvue oasys for astigmatism. The pt had been wearing oasys for several yrs in continuous, overnight (ew) modality. The optician received a preliminary report from (B)(4) stating the pt was diagnosed with microbial keratitis and was treated with levofloxacin drops and another ointment that was illegible on the report. The optician had seen the pt in f/u and noted va was near 20/20. On most recent exam, no staining or scarring was present. Visual acuity was near 20/20. Reporting vision "a little fuzzy." Complete resolution is expected with return to lens wear. Five sealed blisters were returned. The parameters of lenses were measured and a visual inspection was performed. The lenses meet company standards for base curve, center thickness, and diameter. No visual attributes were observed. The solution was also tested. The ph and conductivity were in specification. A device history was performed and the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. If additional info is received, will report within 30 days of receipt. Reportable events are reviewed in quarterly mgmt review meetings.

Manufacturer narrative:
No conclusion can be drawn.